Manufacturer narrative:
The reported event occurred on a cobas e 401 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Specificity for the assay was calculated at 99.33% based on approximately (B)(6) determinations performed between (B)(6) 2024, with a 95% confidence interval ranging from 98.84% to 99.82%. These values were consistent with the expected performance outlined in the method sheet. The root cause of the reported false reactive results was attributed to low specificity, which remained within the expected range for the assay. The device remains in operation at the customer site, and it was recommended that all initially reactive samples be re-determined in duplicate and confirmed using appropriate confirmatory algorithms, such as western blot or hiv rna testing.

Event description:
The initial reporter alleged an increase in false reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit since the beginning of 2024. The customer reported approximately 12 to 14 confirmed false reactive results out of approximately (B)(6) determinations performed between (B)(6) 2024. Confirmatory testing for these samples was conducted using western blot. The calculated specificity for the assay during this period was 99.33%, with a 95% confidence interval ranging from 98.84% to 99.82%.